Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 7.3 cm in diameter abdominal aortic aneurysm. Proximal aorta was 25 mm in diameter and 32 mm in length. Distal aorta was 20 mm in diameter. Right and left iliac arteries were 15 mm in diameter. The right and left iliac arteries were mildly tortuous. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Two unplanned assurant cobalt stents were placed bilaterally (kissing stent technique). Fifteen months post index procedure, the patient was admitted to hospital due to an infection of haemodialysis access, developing sepsis and cardiogenic shock leading to death. The death was found to not be related to the study device or procedure. An autopsy was not performed and the death report is not available.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (death).